Event description:
It was reported that the colonovideoscope had a scope communication error and a black screen. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b5, e1 fax number, e1 phone number. Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.